Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).